Manufacturer narrative:
(B)(4). H2: additional information. H6: conclusion codes - additional.

Event description:
Subsequent to the initial MDR, additional information was provided.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that there were no audio alerts on the mobile app. The sensor was inserted into the back, which is off label usage of the device, on (B)(6) 2020. The patient experienced a hypoglycemic event and stated that there were no sounds with her alerts, so she was not aware of her values dropping below the threshold level. The patient was found unconscious by her partner who called the paramedics. The patient was still unconscious when they arrived, with a blood glucose levels of 0.8 mmol/l and they provided glucose via intravenous (IV) therapy. The patient¿s glucose values initially recovered but dropped again, so she was taken to the hospital for an overnight stay. No hospital treatment information was provided. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. Additionally, it was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. No additional patient or event information is available.